Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that patient's bg (blood glucose) reached 320 mg/dl while wearing the pod between 36 and 48 hours on the hip/buttocks. The patient's cannula was found bent when the device was removed. For treatment, mother stated she tried to bolus with the pod and it did not work. Mother states that she gave her son a shot of the humalog pen and then changed the pod. They gave a bolus a little while later (for the next meal).